Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The fiber was received in two pieces, with a break confirmed along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects; bright round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. The console read: treatment used: 0 treatment left: 1. It is likely that procedural handling of the device and procedural conditions during set-up and use contributed to the fiber body and tip breaks. A partial body break or kink may have occurred during use and, when it was inserted into the scope and fired, it led to the fiber break. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, including burns. In this case the customer mentioned that there was an issue with the scope in which a catheter was also inserted with the fiber. This unintended use likely causes the fiber to break leading to the burn on the physicians hand. The instructions for use state that the fiber should be inspected for kinks, punctures, fractures, or other damage. If the fiber appears to be damaged the device should not be used and it needs to be returned for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient burn is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the energy from the fiber travelled back up and caused a minor burn to the hand of the physician. No treatment of the burn was necessary. This was the first use of the fiber. The procedure was completed successfully with another fiber. Further information obtained indicated that the user is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The fiber was received in two pieces, with a break along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects; bright round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. The console read: treatment used: 0 treatment left: 1. It is likely that procedural handling of the device and procedural conditions during set-up and use contributed to the fiber body and tip breaks. A partial body break or kink may have occurred during use and, when it was inserted into the scope and fired, it led to the fiber break. The instructions for use states that the fiber should be inspected for kinks, punctures, fractures, or other damage. If the fiber appears to be damaged the device should not be used and it needs to be returned for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Therefore, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that, during a procedure, the energy from the fiber travelled back upwards and caused a small minor burn to the hand of the surgeon. No treatment was needed for the burn. The fiber was new and had not been used before. The procedure was completed successfully with another fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The fiber was received in two pieces, with a break confirmed along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects; bright round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. The console read: treatment used: 0 treatment left: 1. It is likely that procedural handling of the device and procedural conditions during set-up and use contributed to the fiber body and tip breaks. A partial body break or kink may have occurred during use and, when it was inserted into the scope and fired, it led to the fiber break. The instructions for use state that the fiber should be inspected for kinks, punctures, fractures, or other damage. If the fiber appears to be damaged the device should not be used and it needs to be returned for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Therefore, the investigation conclusion code assigned is cause traced to component failure. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the energy from the fiber travelled back up and caused a minor burn to the hand of the physician. No treatment of the burn was necessary. This was the first use of the fiber. The procedure was completed successfully with another fiber. Further information obtained indicated that the user is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The fiber was received in two pieces, with a break along the fiber body. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects; bright round light was seen exiting the face. The aiming beam could not be observed due to the fiber body separation. The console read: treatment used: 0 treatment left: 1. It is likely that procedural handling of the device and procedural conditions during set-up and use contributed to the fiber body and tip breaks. A partial body break or kink may have occurred during use and, when it was inserted into the scope and fired, it led to the fiber break. The instructions for use states that the fiber should be inspected for kinks, punctures, fractures, or other damage. If the fiber appears to be damaged the device should not be used and it needs to be returned for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Therefore, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during procedure the energy from the fiber traveled back up and caused a small minor hand burn to the surgeon. No treatment was needed to treat the burn. The fiber was new and had not been used before. The procedure was completed successfully with another fiber. No patient complications were reported.

Event description:
It was reported that during procedure the energy from the fiber travelled back up and caused a small minor hand burn to the surgeon. The burn did not require treatment. The fiber was new and had not been used before. The procedure was completed successfully with another fiber. No patient complications were reported.